Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was received on (B)(6) 2012. (B)(4).

Event description:
A surgical technician reported that during intraocular lens (iol) implant surgery, there was a tear in the posterior capsular bag. As a result, a vitrectomy was performed, and the wound was enlarged and sutured. Additional information was received from the nurse who reported that the iol was replaced during the same surgical procedure with a different model lens.